Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 99% stenosed target lesion was located in the apical of the left anterior descending artery. For pre dilatation the 2.5 x 12 mm nc quantum apex mr balloon was inflated on the 1st inflation at an unspecified atm. On the 2nd inflation, at 12 atms the balloon ruptured. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).. Device evaluated by MFR: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).